Event description:
The patient reported pain at the lead site. As such, the patient had the system explanted to address the issue. The investigation could not determine which lead was causing pain.

Manufacturer narrative:
Date of the event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3166, UDI: (B)(4), serial: (B)(4), batch: 8100335; common device name: scs lead, model: 3166, UDI: (B)(4), serial: (B)(4), batch: 8100335; common device name: scs lead, model: 3166, UDI: (B)(4), serial: (B)(4), batch: 8100335.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.